Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and clean various components of the pump, including the cartridge o-ring and the pneumatic tap area. After following these instructions and completing the load process, the customer successfully resumed insulin delivery.